Manufacturer narrative:
(B)(4). An on site evaluation was performed by a baxter representative. Upon conclusion of the review of this information and conclusion of baxter's investigation, a follow-up will be submitted. This code is manufactured for distribution outside of the u.s. And therefore does not have a 510k number. However, this product is the same as or similar to product distributed in the u.s.

Event description:
This is a case report received by baxter (B)(4) on (B)(6) 2011 from the (B)(6). On (B)(6) 2011 an aquarius machine was involved in a system failure incident during patient use. Reportedly the device had turned itself off without any alarms. The device was checked to ensure it was plugged in. The patient was disconnected and transferred to another device. At the time of the event, no patient harm was noted. The device was evaluated on site. A second nurse at the facility was able to provide the following information: the nurse noted the aquarius machine turn off. No alarm status indicator lights (red or orange), no alarm box or audible alarm at time of switch off, the screen then went black, the device stopped and all lights went off (green treatment status indicator light and the green lights on the air detect, treatment pump and blood pump keys all went out). The unit was plugged in at the wall however the patient lines were clamped and the patient was disconnected. Following the patient being disconnected, the device was turned back on and the device returned to the treatment mode. The "blood pump off" alarm sounded and treatment was ended and the patient removed from the device. The staff nurse confirmed the machine was plugged in fully and had not been moved. The patient was receiving therapy for approximately 5-6 hours then the device switched off. Reportedly, the patient lost blood in circuit, but no patient harm was reported to be related to the incident. Reportedly, the patient arrested shortly after the event and (B)(6) later expired. It is unknown if an autopsy was performed. The listed cause of death is unknown. It is unknown what interventions were required when the patient arrested. The nursing staff did not consider either the arrest or death to be related to the incident with the aquarius. The history logs will be provided.